Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient had a temperature on date of implant and the patient had to go to the emergency room (ER). Family member further said the patient had "other body issues", pulmonary/heart/cardiac issues that they had to deal with for a long period of time. When asked, the caller didn't think the "other body issues" were related to the device/therapy, but they weren't sure. Caller further said the patient couldn't breath and they may have had an infection from the implant surgery. No device issue was reported and no further patient complications have been reported as a result of this event.